Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl, 391 mg/dl, 311 mg/dl. Customer stated they receive low battery and low reservoir alarms. Customer treated with injections. Customer did not provide any symptoms related to high blood glucose. The device will not be returned for analysis.